Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding a patient who was receiving morphine (10 mg/ml at 1.761 mg/day) and bupivacaine (40 mg/ml at 7.045 mg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2015 it was reported that the pump was alarming and they just figured out the alarm was coming from the patient's body. The alarm was reported to be the dual alarm, it was noted that the alarm was heard on friday ((B)(6) 2015). It was reported that the patient had missed a pump refill which was supposed to occur sometime in (B)(6) 2015. The patient no longer lives near their last managing healthcare professional (hcp). It was noted that the since sometime in the week last week the patient had been complaining of having more pain than usual and feeling kind of crummy, but thought it was because the patient took on a huge yard project. The patient has been lying in bed and the alarm is interrupting the patient's sleep. Additional information was reported by the hcp. The patient had called the hcp when they could not figure out what was beeping two weeks after the beeping had started. The patient had been sleeping a lot, had headaches, and a stomach ache. It was reported that the patient's pump was refilled on (B)(6) 2015. The low and empty reservoir alarms had occurred. Also the patient's dose was decreased at the refill by 43%; morphine (1 mg/day) and bupivacaine (3.999 mg/day).